Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) area was swollen and there was a scab over the ins site. This was noted to be sudden. Additional information from the consumer reported that the physician was contacted and the patient was told to come in. When the patient was asked to clarify the swelling and scabbing over the ins site; he said, "(B)(6), staph infection from a hospital stay in (B)(6) 2011." The patient stated that the issues started on (B)(6) 2016. When he got up on friday at 7am, he was in pain. It had swollen/ scabbed over during the night. The doctor did an emergency surgery on (B)(6) 2016 to remove the implant. Everything was okay at the time of this report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up information was added to the event. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that an infection was confirmed at the implantable neurostimulator (ins) site. The patient got (B)(6) prior to implant in 2011. After the implant, the (B)(6) migrated and filled up the pocket with pus. He went to the doctor and the implant was removed. This was a total system explant. The swelling and scabbing were resolved due to the removal.